Event description:
Respiratory therapy set up the nicu ventilator. During the 3 to 7 pm shift an alarm went off; while trouble shooting the reason for the alarm, it was thought that the gray temperature probe wire had a kink in it so it was exchanged. Several hours later, the ventilator alarmed. A second respiratory therapist exchanged the entire heater unit. Several hours later, the ventilator alarmed again. A third respiratory therapist noted that the inspiratory tube was connected to the expiratory port, and the expiratory tube was connected to the inspiratory port. Because the tubes were connected improperly, the air being inspired was not being heated (wrong tubing was connected) and the temperature of the air was decreasing, causing the alarm. The tubing is able to be connected to either port. There is no color code on the vent to prevent misconnection; there is also no key index on the ventilator or tubing to prevent misconnection. The ventilator would deliver the correct therapy as set on the ventilator; the neonate just would not receive the humidified air.